Event description:
It was reported that two days post implant, the lead dislodged. When attempting to reposition the lead using the stylet, lead damage was suspected and high threshold was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis was normal.